Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump battery went completely dead without warnings. He reported that the insulin pump showed no signs of physical damage but had a blank display. The blood glucose reading was 180 mg/dl. He stated that the insulin pump had not been dropped or bumped or exposed to moisture. He stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. Customer was advised to insert a new battery and stated that the display did return. He reported a blood glucose reading of 46 mg/dl and stated that he treated with food. Nothing further was reported.